Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a shorted and burned capacitor, designator c288.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed there was an unknown burnt component on the system pcb assembly. The system pcb assembly was replaced and after observing proper operation through functional and performance testing, the device was returned to service for use.

Event description:
Physio-control observed that a loaner device failed to complete the power on cycle. There was no patient use associated with this event.